Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 200 and 270 mg/dl. The customer¿s expected fasting blood glucose test result ranges are am fasting 120-140 mg/dl and pm fasting 145-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer was not able to provide lot information for the test strips; customer confirmed that he was using a different vial of test strips when he was getting the high results he discarded the vial. Customer stated the test strips had been opened a few months ago (less than 4 months ago). The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on 30-sep-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.